Event description:
The user is reporting the device did not complete a third rhythm analysis during a patient use event. When the data was attempted to be retrieved, the device shut down and gave the "not ready for use" message. The patient outcome is unknown.